Event description:
Noise was reproducible when pressing on the ICD can. Noise is seen on both egm channels. Possible lead damage suspected. The system was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.